Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated the drive support cap is sticking out. The customer doesn't recall pressing the cap while connected. The customer was advised that the device would be replaced. Customer was advised the pump will need to be replaced. Customer was advised to follow the backup plan.